Event description:
It was reported the patient presented with a right ventricular lead that was responsible for non-sustained right ventricular oversensing (nsrvo) alerts for unspecified oversensing. No changes or interventions were reported. There were no patient consequences.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2024. The patient was stable.